Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. A video was provided showing a leak at the connection of the venous vent port and the venting line. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. The reported error pattern is known. A defect at the inner conus of the luer lock positive adapter which connects to the port of the oxygenator was identified as the cause of the reported leakage. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
A user facility nurse reported that an external fluid leak occurred during the priming of an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) treatment. The leak was coming from the luer lock connection between the vent port of the oxygenator and the venting line. The connection was not loose; it was confirmed to be secure before priming started. The xlung kit was inspected for damage prior to use and no damage was found. No damage was found at the location of the leak once identified. There were no console alarms associated with the event. To resolve the reported issue, a different kit was used. The patient was able to complete their treatment after the kit was replaced. There were no delayed or missed treatments due to the reported leak. The sample was not available to be returned for evaluation.